Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a high-pressure alarm. The patient switched to a backup pump and was able to successfully continue infusion; the outcome was resolved. The device was tested and the issue was not duplicated. Per the reporter, there was no patient harm.

Manufacturer narrative:
D4 primary UDI number: corrected. H6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. Therefore, the complaint was not duplicated. Based on a review of service history and information provided by the customer we are unable to determine the cause as the device was not returned for evaluation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.